Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a gas leak in the circuit. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the failure. When the fse reviewed the logs "gas loss in circuit" was verified. All safety, calibration, and functionality checks were performed. Released the unit to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).